Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, erosion, infection, urinary problems, recurrence, bowel problems, bleeding, dyspareunia, and other injuries as they become apparent. No further information has been provided.